Event description:
On (B)(6) 2018, the patient contacted lifescan (B)(4), alleging that her onetouch verio flex meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the alleged issue began at 12.00 am on (B)(6) 2019. Alleging that she obtained blood glucose readings of ¿8.2 and 2.5 mmol/l¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient reported that she manages her diabetes with a combination of medication ¿takes pills and 1 shot of insulin¿, and that she made no changes to her normal diabetes management regimen.¿ the patient reported that a few minutes after the alleged ¿8.2 mmol/l¿ she started to feel symptoms of ¿low blood sugar¿. In response to the alleged symptoms the patient called the emergency services and was taken to hospital, where she was treated with ¿sugar pills¿. The patient reported that a blood glucose reading of ¿2.5 mmol/l range or low¿ was obtained on the hospital meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. The patient reported that she did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and there is insufficient information to rule out the contribution of the device to the event.